Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a cracked downstream occlusion (dso) seal at the center area. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso seal.

Manufacturer narrative:
E1 - initial reporter phone:(B)(4). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a cracked membrane. Status of the product at the time of the event is unknown. There was no patient involvement.